Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (failed incoming testing) has been confirmed.  Upon investigation the monitor was received damaged.  The cause for the failure was isolated to a pinched wire in the monitor's electrode belt cable receptacle. The root cause for the pinched wire could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient's monitor failed incoming testing.